Manufacturer narrative:
No complaint was received with the return of the partial lead. Failure event was observed during analysis. Final analysis found two insulation abrasions consistent with a combination of internal and external abrasion; the cable coating was intact at both locations. Normal coil continuity and insulation resistance was measured.

Event description:
This report is to advise of an event observed during analysis.